Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s screen froze and the insulin delivery was suspended. The customer¿s blood glucose level was unknown. The customer reported that she woke up in the morning and the insulin pump's battery was dead and the battery lasted only for a week. The insulin pump will not be returned for analysis.